Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 445mg/dl. Current blood glucose level of customer was not known. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer had not experienced symptom at the time of incident. Customer was treated with insulin pump. The infusion set had bent cannula. The insulin pump will not be returned for analysis. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.